Manufacturer narrative:
(B)(4). Device not returned.

Event description:
Quarterly summary report for alleged ac power charger issues: it was reported that the ac power charger was not charging or charging intermittently. The issue was addressed by reverting to another ac power charger. There was no adverse effect.